Event description:
It was reported that a spectrum pump alarmed constant door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Constant door not fully latched was confirmed and was caused by a failed loose link screw. The failed loose link screw was replaced.